Event description:
It was reported that during a remote data review, the physician observed a recent episode of inappropriate shock delivery from this subcutaneous implantable cardioverter defibrillator (s-ICD). It was suspected that the shock was delivered due to intermittent t-wave over-sensing (twos). Boston scientific technical services (ts) was contacted for assessment, but incomplete device data was provided. However, ts concluded that there was a significant change in the patient's rhythm morphology between 2021 and this event, so a complete assessment of all sensing vectors was recommended. Additionally, ts confirmed the presence of twos due to this change in rhythm morphology. It was mentioned that the patient is likely an in-patient in another healthcare facility. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.